Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the case involved a pt with an acute myocardial infraction (ami). The bmw universal was advanced through another company's micro catheter; however, it was unable to cross the lesion. Thus, the guide wire was changed to another company's guide wire. After crossing the target lesion with that guide wire, it was changed to the bmw universal and the micro catheter was removed from the anatomy. Resistance was felt between the guide wire when an aspiration catheter was being advanced to the lesion, and the aspiration catheter was therefore removed from the anatomy. During the removal of the aspiration catheter, the bmw universal guide wire came with it. It was noted that the guide wire had separated and a portion of it was in the guide wire lumen. A fielder guide wire crossed the lesion and balloon angioplasty was performed with another company's balloon catheter. Two vision stents were implanted. The procedure was completed with no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood on the coils and the blue polymer. There was a bend in the shaping ribbon 4 mm proximal to the tipball. The core separated at the distal end of the hypotube. The distal end of the hypotube was bent upwards for a length of 2 mm. There was a small portion of core in the separated hypotube. The core distal to the separation was bent and folded back on it's self 3 cm distal to the separation. There was a bend in the proximal core 6.3 cm proximal to the proximal end of the hypotube. There was a kink in the proximal end 3.5 cm distal to the end of the guide wire. There was no other damage noted to the guide wire. An attempt was made to advance the distal end of the guide wire through a hole gauge. The guide wire advanced without any resistance until the bend in the proximal end of the core, it would not advance any further. The hypotube did not advance through the hole gauge due to the bend in the distal end. This did not meet mfg criteria. The proximal end of the guide wire, up to the hypotube, passed through the hole gauge and met mfg criteria. The tip of the guide wire was tugged on the confirm that the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.